Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was detected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having frequent ipg charging after a battery revision procedure. It was believed that electrocautery was used. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).

Event description:
A report was received that the patient was having frequent ipg charging after a battery revision procedure. It was believed that electrocautery was used. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(6).